Event description:
The lay user / patient contacted lfs in 2010 alleging that her ultra meter reverts to the set up mode. The patient mentioned that the issue first began the day prior to contact lfs. The patient did not take any medication due to the reported issue. Approximately 3 hours later, the patient felt dizzy and was nauseous. The patient did not seek any medical treatment or contact their physician for assistance. The issue was resolved via troubleshooting. The product was being replaced. The complaint is being reported since the patient alleged that due to the reported issue, she was unable to test and developed symptoms of feeling dizzy and nauseous three hours later.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.